Event description:
I was given a bottle of clear care from my eye doctor who recommend that I use it. After following the instruction on the bottle and eight hours later I put in my contact lens in my left eye and the pain from the burning sensation was so extreme. I am a (B)(6) and at times I have to use pepper spray and I have experience pepper spray in my eyes and the burning was nothing compared to this. Clear care needs to be taken off the counter, the product this highly unsafe for anyone to use. (B)(6).